Manufacturer narrative:
The customer returned his meter with the serial number. Device evaluation on the returned meter did not confirm the reading high complaint and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The meter memory log shows a reading of 116 mg/dl on the date of the event. The customer's sister also reported receiving a reading of 201 mg/dl on his freestyle freedom blood glucose meter and comparing to a health care provider meter reading of 166 mg/dl, this is not a valid comparison. It is unclear if these readings are related to the same medical event.

Event description:
The customer's sister reported that the customer had a reading of 116 mg/dl on his freestyle freedom blood glucose meter and lost consciousness. She also reported the customer had bruises, due to a fall related to the loss of consciousness. It is unclear the time interval between the reported reading and the loss of consciousness. The paramedics were called and the customer was reportedly treated with some kind of glucose tablets. Additionally, the customer's sister reported the customer ate food to alleviate the symptoms. The customer was reportedly transported to the hospital and diagnosed with severe hypoglycemia, but there was no report of the medications take to counteract the event. A reported reading ff 27 mg/dl was obtained by the health care provider with their own device at the time of the event. There was no report of death or permanent impairment associated with this event.